Manufacturer narrative:
This device was used for treatment not diagnosis. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.

Event description:
It was reported that a patient was admitted to the hospital on (B)(6) 2013 for an infection in the left shoulder. Upon examination, infection was found surrounding the patient's left rib where previous thoracotomy / rib fixation took place. Surgeon requested removal of all hardware and placement of a wound vac on area. During surgery on (B)(6) 2013, the surgeon found an empyema present in the chest cavity. The patient's chest wall stabilization surgery took place (B)(6) 2013. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development event evaluation was performed by the product development engineer and it was reported: the complaint description indicated that the patient had an empyema present in the chest cavity and a shoulder infection at explantation. The implant duration was approximately 2 months and the patient¿s compliance during this time period is unknown. The source of any infection is unknown. The extent that the patient¿s co-morbidities contributed to this complaint is not known. The devices were implanted as part of chest wall stabilization and it is unknown if the implantation followed the proper technique as outlined in the matrixrib technique guide (j8654-c). In terms of design, these devices are made out of a titanium alloy, tan, which is a common implant material and is found on the approved materials list. These devices have been validated as steam sterilizable. Per the complaint database, there have been six (6) reported infection events since the matrixrib system release in late 2008; in each event, the source of the infection was unknown. During this time, there have been (B)(4) non-sterile matrixrib plates sold in the us & row. To be conservative, it is assumed that there are three (3) plates used in each procedure which results in (B)(4) procedures since system release. This leads to an occurrence rate of (B)(6) of procedures with a reported infection event. In the ¿2011 national and state healthcare-associated infections standardized infection ratio report¿ from the center for disease control, it was reported that of (B)(4) cardiac procedures there were (B)(4) reported infections. This leads to an occurrence rate of (B)(6) for cardiac procedures nationwide. Since the occurrence rate of reported infection events associated with matrixrib implants is significantly below the national average for cardiac procedures, it can be determined the matrixrib implants are not leading to increased rates of infection. This comparison combined with the statement from the clinician that the infection could have resulted from the empyema, makes the complaint invalid from a design perspective. From a risk perspective, the design and clinical risk analysis does not address general surgical risks and thus is not applicable. In conclusion, from a product development (pd) perspective, the complaint is invalid since the occurrence rate of infection ((B)(6)) during matrixrib procedures is far below the national average rate of infection during cardiac surgeries ((B)(6)).

Event description:
This is 4 of 33 reports for complaint (B)(4).

Manufacturer narrative:
Empyema. The device is manufactured out of tan which is an according to the international standard iso 5832-11 approved implant material. A review of the device history records is not possible as the lot number was not provided. Therefore this complaint is indeterminate from a manufacturing standpoint. These screws were shipped in a not sterile condition which speaks against manufacturing fault in relation to the infection.